Event description:
Balloon leakage during use there was no increase in the cs pressure to indicate that the catheter was delivering retrograde cardioplegia to the patient. At the end of the case, it was noted that there is the smallest, teeny tiny pinhole in the balloon.

Manufacturer narrative:
The device was visually inspected and there are no visible defects detected. The hose barb was never returned with the device. A syringe was connected directly to the infusion lumen and the water does flow from the tip of the catheter as required. The balloon was inflated with water and there was a small pinhole leak in the balloon. During evaluation the balloon did burst. The edges of the burst are ragged and there is inconsistant wall thickness in the area that burst. There are no other defects detected.

Event description:
It was reported that, "dr was explanting the mantis hardware from an l4-s1 case done by another dr on the left side there was no l5 screw implanted. On this same side, the s1 mantis screw broke, previous to explant, within the vertebral body, beyond the pedicle. The screw head and half the screw were removed. The rest of the screw was left in the body. The new implants were confirmed to be titanium. A new trajectory was taken with the new screw."